Manufacturer narrative:
The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient recognized that the controller changed from one power port to the other one before batteries were down to 25% (>25%). The switching events occurred with all batteries. The patient performed the controller exchange with no reported consequences or impact. The patient was doing fine the whole time. The controller will be returned to the hospital by mail, the batteries will not be returning. Log files have been provided.

Manufacturer narrative:
Additional information: the event was not associated with any controller alarms or loss of power. The power switching was able to be reproduced by manipulating connections. The issue resolved with the replacement controller. No further information was provided". The reported event of power switching was confirmed on con184473, bat203133, bat209452, bat209455, bat211133, bat211224, and bat211642. Various analyses were conducted and reviewed in order to evaluate the performance of con184473 in relation to the reported event. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events involving con184473, bat203133, bat209452, bat209455, bat211133, bat211224, and bat211642 that were due to momentary disconnections of the battery. Log file analysis revealed several premature power switching events involving con184473, bat203133, bat211133 and bat209455 that were due to communications errors between the controller and batteries. Analysis revealed that con184473 passed visual examination and functional testing. Analysis of bat203133, bat209452, bat209455, bat211133, bat211224, and bat211642 could not be performed since the devices were not returned for evaluation. Review of the manufacturing documentation for bat203133, bat209452, bat209455, bat211133, bat211224, and bat211642 confirmed that the associated devices met all requirements for release. The most likely root cause of the reported event can be attributed to momentary disconnections of the batteries and communication errors between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery / bat211224 / model #: 1650de. Battery / bat211133 / model #: 1650de. Battery / bat211642 / model #: 1650de. Battery / bat203133 / model #: 1650de. Battery / bat209452r01 / model #: 1650de h6: device code(s): c63030. D4: battery / bat209455r01 / model #: 1650de. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Additional information provided indicated that the affected controller had received the software maintenance release (smr) upgrade on 2/24/2016. The event was not associated with any controller alarms or loss of power. The power switching was able to be reproduced by manipulating connections. The issue resolved with the replacement controller. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.